Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. Because the device was reportedly inflated above rated burst pressure (rbp), which may have contributed to the vessel dissection, the most probable root cause is user/ use error. (B)(4).

Event description:
(B)(4) clinical trial. It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure a dissection occurred. The target lesion was located in the proximal to mid right coronary artery (rca). The rca was accessed and the 3.5x30mm maverick balloon was advanced to the lesion. Three inflations to 18atm were performed from the proximal to mid rca and the ostium of the rca. Following balloon dilation, repeat angiography showed a type b dissection in the proximal portion of the rca within a previously placed stent. The dissection was contained within the stented segment. The dissection was treated with a 4.0x10mm cutting balloon inflated two times to 8atm. Treatment resulted in improvement. The lesion was then further treated with a brachytherapy dosage of 23gy for four minutes and five seconds. Following brachytherapy, the type b dissection persisted and the 4.0x10mm cutting balloon was advanced again and inflated for three minutes. Final angiography showed an "excellent" result with no residual dissection on angiography.